Event description:
Unomedical reference number 1912353 event occurred in spain, on (B)(6)2024,(B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024 & (B)(6)2024 it was reported that the ten infusion set cannula was kinked and infusion set is use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 10